Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an episode of peritoneal cloudy effluent manifested by feeling unwell. It was reported that the patient was hospitalized for four days during the event. The cause of the events, treatment and action taken with pd therapy were not reported. At the time of this report, the patient remained hospitalized and patient outcome for the second episode of peritoneal cloudy effluent was unknown. No additional information is available.